Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: g3, g6, h2, h3, h6, h10. Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5. H3 other text: device discarded.

Event description:
Patient underwent implantation of tissue expander and the device deflated shortly after. Another tissue expander was placed but also deflated several hours later. A new expander has been placed and has remained intact. Device 2 of 2.

Event description:
Patient underwent implantation of tissue expander and the device deflated shortly after. Another tissue expander was placed but also deflated several hours later. A new expander has been placed and has remained intact.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no date of birth was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.